Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The amplatz super stiff guidewire was received and damage was observed at the distal end of the device. Visual and microscopic examination of the guidewire revealed the distal end of the device was wavy. The coil was slightly elongated 6 cm from the distal tip. The coil was also unraveled and broken exposing the core wire. The coating was abraded 21 cm from the tip, and a jump coil was noted at 22.5 cm. The outer diameter (od) of the device was measured at several locations and was determined to be within dimensional specifications. The largest od was .03450" (maximum od = .0357"). If a jumped coil defect is noted during the manufacturing process, the unit is rejected. Therefore, it could not be determined when the jump coil occurred. The condition of the elongated and broken coil at the distal tip is consistent with damage associated with the wire being withdrawn against resistance. The exact root cause and/or circumstances under which the failure occurred could not be determined based upon the returned product analysis.

Event description:
Event determined to be reportable based upon device analysis approved on 22 may 2007. It was reported that during preparation for an aortic stent graft procedure, the tip of the amplatz super stiff guidewire was damaged. The intended lesion location was the aorta-iliac bifurcation. The damage was noted upon removal of the device from its hoop. There was no delay in the procedure due to this incident. Procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Analysis revealed that the amplatz super stiff guidewire was damaged, as indicated by the complainant. The coil was slightly elongated, unraveled, and broken, exposing the core wire. The coating was abraded.